Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, an attempt was made to deploy a vasoseal es. During the procedure, the operator experienced difficulty advancing the tissue dilator. The operator used a hemostat to dilate the tissue tract, but some resistance was still met advancing the dilator and sheath in the tissue tract. Two collagen plugs were deployed and hemostasis was achieved. Shortly after the procedure, the patient began to complain of pain in the right leg. Upon examination, no distal pulses were noted and the right leg was discolored. The patient was taken to surgery and a right femoral thrombectomy was performed. It was noted that "collagen material" was removed from the right femoral artery and a vascular patch was placed. Following surgery the patient was stable and distal pulse was present. No further complications were reported.